Event description:
An error message was reported with the adc device. A customer reported receiving a ¿sensor ended¿ error message on the 7th day of wearing the sensor and not being able to monitor his blood glucose. The customer further reported a "low reading" from an unknown device and as a result, he had experienced a loss of consciousness and was taken to a hospital by ambulance. At the hospital, an unknown blood glucose result was obtained on the hcp meter and the customer was administered glucose for 5 hours to stabilize his glucose level. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of " (B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.